Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation a mark was noticed on iol body. The procedure completed on the same day. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).